Event description:
The customer reported being hospitalized due to high blood glucose over 600 mg/dl. The customer was experiencing unexplained high glucose for the past several days. Troubleshooting was performed. The customer stated that the infusion set was changed to resolve the issue. Reviewed the programming and found that the time was incorrect. Assisted the customer with setting the time. Ran a fixed prime test and passed. The customer's recent glucose reading was 509 mg/dl. The customer stated that he did not feel comfortable and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.